Event description:
Sales representative for smith & nephew inc. Called in a complaint stating the surgeon reported difficulty with two fast fix devices. The surgeon had problems with sliding the knot on the first device and was not able to use this implant. Both t anchors remain in the patient from this device. The t's from the second fastfix device were retrieved from the patient although the implant was not utilized successfully. No patient injury or complications results from this incident.